Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the patient was hospitalized a few weeks ago for a blood glucose level in the teens. The customer's insulin pump kept giving the patient insulin which caused the hypoglycemia. Troubleshooting was declined. No products were shipped or returned.